Event description:
It was reported that a few days after a da vinci si tongue base resection (tors) procedure was successfully performed, the patient experienced 'minor bleeding', the bleeding was controlled in the operating room and there were no further complications associated with this patient. As of the date of this report, no additional information has been provided from the site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the information provided by dr (B)(6), it was determined that the patient's bleeding was unrelated to the da vinci si surgical system. It was concluded that the da vinci si surgical system worked as intended and did not malfunction in a way that would have led or contributed to the patient's bleeding. Several attempts have been made to gather additional information regarding this event from this site without success. A follow-up medwatch report will be submitted if additional information is received.